Event description:
It was reported that when the foot switch is used, the generator stops suddenly. It was also reported that the device turns itself off at the time of foot switch use. The footswitch and generator were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event, the footswitch loses air pressure. As a result the footswitch was replaced. (B)(4).